Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that a patient with acute leg ischemia had a kissing balloon stent procedure. Several months later on follow up the stents were collapsed due to deep abdominal massage.

Manufacturer narrative:
Analysis: the details of the complaint provided by the institution indicate that the patient was a paraplegic who had undergone a deep massage several months after the procedure and thus collapsed the stents. The amount of force exerted must have been tremendous to collapse the stents in the patient¿s iliac arteries at the junction of the iliac arch. Multiple questions were asked of the physician. 1. What was the date of the implant? 2. Was it one or more stents that collapsed? 3. Where were the stents deployed? 4. Had all the stents collapsed? 5. Please provide me with the product and lot number of each stent? 6. Were the delivery catheters discarded or available for return? 7. Did the patient require additional intervention? 8. Please provide me with the age, gender and weight of the patient. In response none of the questions were answered however the physician did reach out as she was not complaining about the v12 product and was rather inquiring about the radial strength of the stent itself as the physician was collecting data for an article. Conclusion: there is no evidence to conclude that the product was not conforming to the quality and performance requirements that every advanta v12 covered stent delivery system is manufactured to as all products are performance and quality tested prior to release. The cause of the stent collapse is most likely related to the massage that was given to the patient and is not indicative of normal use or conditions expected to be seen. H3 other text : not available for return.

Event description:
N/a.